Manufacturer narrative:
A review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot and the reported issue referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Dr. Revised a triathlon cs insert from a 3x9 to 3x11 on the left knee due to patient hyper-extension. Original surgery was (B)(6) 2017. Update 14/august/2019 wg: rep provided primary and revision usage sheets and reported that no further information is available.